Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to verify the customer¿s complaint. The stm found that the blood detect glass assembly was broken and replaced the part. The stm reviewed the fault logs and verified that no major failures had occurred. The cs300 iabp services were completed; safety, calibration, and functionality checks to factory specifications. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient harm or adverse event reported.